Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Customer stated the pump had gotten wet that day. There was a temporary delay in clearing the alarm. There was no impact to the customer's blood glucose level. It was confirmed the customer was able to resume insulin.